Manufacturer narrative:
It was later stated that the getinge field service engineer (fse) wanted to look into all the other parameters that may have contributed to the issue, so the fse performed fill manifold test, pneumatic interface module test, autofill test and compressor output test. Also, calibrated 30 psi pressure transducer and the transducer gain test passed. The fse again confirmed that the unit passed all functional check and safety tests according to factory specifications and was returned to the customer for clinical use.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h10. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse found found autofill failure from the service log and stated that autofilling was successful during field check. The unit then passed all functional check and safety tests according to factory specifications, and was returned to the customer for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use discovered by hospital personnel, the cardiosave intra-aortic balloon pump (iabp) had an autofill failure. There was no patient involvement.